Event description:
During priming of the cellex instrument, prime seven alarms occurred seven times. The bowl optic sensor was cleaned several times per technical advisement. We were unable to resolve this issue and therakos was contacted. The kit was removed and sequestered. We re-primed the machine using a different kit and lot with excelerometer and five alarms occurred. Therakos was notified and advised the clinician to remove and reload the kit. The alarms continued. Therakos was contacted to have the instrument serviced per the therakos field engineer. These kits never had contact with a patient. The kit was sequestered and both kits were retrieved per biomedical engineering to be returned to therakos for further evaluation and kit credit. Awaiting response from MFR. Therakos tech support requested us not to return this kit and did not issue a rga number.